Event description:
The customer stated that an initial elevated sodium result of 177 mmo/l retested normal at 141 mmol/l for patient (B)(4) tested on the architect c8000 analyzer on (B)(6) 2012. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service addressed the issue by re-installing the ict module and correcting alignment of the ict probe, reconnecting the ict aspiration valve tubing, and cleaning the ict sampling system. Field service identified the ict probe as the most likely assignable cause as no further discrepant sodium results have been reported since the ict probe was re-aligned. The customer system logs were used to verify the customer's issue but were not helpful in identifying a specific cause. The sample aspiration and dispense pressure monitoring data for (B)(4) were not suspicious. Labeling in the architect system operations manual and ict sample diluent package insert is adequate with regard to removing and installing the ict module, ict probe and the associated tubing, and troubleshooting the customer's issue. Actions taken by field service to address the issue are consistent with troubleshooting recommendations in the operations manual. A review of ict probe historical complaint and trending data did not identify an ict probe issue and/or atypical complaint activity. Based on the available information reviewed, an adverse trend of issues and/or a deficiency of the ict probe are not identified.